Manufacturer narrative:
(B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation and during inflation at 14-16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 1.5mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation and during inflation at 14-16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.